Manufacturer narrative:
On receipt of the device the memory log was downloaded. There were no log entries recorded within the memory log. On receipt, the pad clock was failing to increment and displayed a nonsensical time and date. This would indicate an rtc fault. A test pad-pak was inserted into the device and manually power cycled. The device shutdown with a "warning memory full" prompt and a lack of flashing green status led, indicating a fault. Investigation found a faulty coin cell. Furthermore the investigation was unable to replicate the reported fault of the device switching on automatically. The memory full warning given by the device was due to the low coin cell voltage and this may have been interpreted by the user as the device was switching on automatically. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.